Event description:
It was reported that the insulin pump was not working and that the customer experienced a serious injury or hospitalization due to an unknown cause. The most recent blood glucose reading was 128 mg/dl. The customer was assisted with priming the insulin pump and noted that the insulin pump alarmed no delivery. She also reported that the insulin pump also alarmed check settings after the time and date were correctly programmed. Upon troubleshooting, the customer was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.